Manufacturer narrative:
Per the user guide: incorrect settings can result in over delivery or under delivery of insulin. This can cause very low or very high blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 36 mg/dl and was caused by the customer setting the pump basal rate too high. Carbohydrates were consumed. The customer was hospitalized and insulin injections were administered. Low bg was resolved. Multiple attempts were made by tandem technical support to obtain the hospital discharge date; however, the discharge date was not provided.